Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on the same day, the patient experienced elevated blood glucose (bg) of 508mg/dl associated with a call service alarm. There were no reported signs or symptoms of hyperglycemia. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. Reportedly, the pump had emitted a call service 088 alarm but the alarm had not occurred multiple times. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with inadequate response to an appropriately emitted alarm.